Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the device had the flow sensors calibrated a few days ago and it worked fine immediately following the calibration, but the low leak co2 rebreathing risk issue returned. The rse advised to the customer to replace the flow sensor assembly or the gas delivery system. The customer requested onsite service by a philips field service engineer (fse) to repair the device.

Manufacturer narrative:
H10: the rse advised the customer to check the port for occlusions and that the recommended repair for the low leak co2 alarm was to replace the flow sensor assembly (fsa) or the gas delivery system (gds). The rse provided part information for both parts to the customer. The customer provided the correct serial number for the v60 ventilator.

Manufacturer narrative:
It was stated on 09jan2024, in onsite service by the field service engineer (fse), that the customer gave the incorrect serial number so no work was done to v60 serial number (B)(6). In a good faith effort (gfe) response from the fse received on 19jan2024, it was stated that the fse instructed the customer to call with the correct serial number so that the correct device could be repaired. As no further cases regarding a low leak co2 rebreathing risk issue have been opened since the onsite service on 09jan2024, further gfe attempts are being completed to obtain the correct device serial number. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the gas delivery system to resolve the reported device issue. The fse completed a performance verification test to confirm that the device had been returned to full functionality. The device was found to meet specifications and was returned to use.